Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately six years post initial left tka, this 62 y/o male patient has been experiencing pain and tightness in both knees left knee was revised for potential wear and right knee to be revised in the future.

Manufacturer narrative:
H6. The revision reported in (B)(4) was likely the result of the patient¿s pain and possible wear of the tibial insert. The cause of the prosthesis wear cannot be determined because the revised component was not returned for evaluation and no x-rays or photographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. H3. Updated to reflect investigation conclusion.

Manufacturer narrative:
H6. The revision reported was likely the result of the patient¿s pain, possible wear of the tibial insert, and aseptic (non-infected) loosening of the femoral component. The cause of the prosthesis wear and femoral loosening cannot be determined because the revised component was not returned for evaluation and no x-rays or photographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Event description:
As reported via legal documentation, this patient had bilateral knee replacements on (B)(6)2016. They had their left knee revised (B)(6)2022, approximately 6 years 1 month after their initial procedure. Surgeon noted that "there was extensive, chronic synovitis. The femoral component was loose. There was osteolysis around the tibial component and this was also revised. The patella was well fixed." They additionally noted that the "polyethylene liner was found to have significant wear and delamination," and that "the femoral component was found to debonded from its underlying cement mantle." The tibial component was found to be solidly fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.